Manufacturer narrative:
Correction information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant procedures, 4 patients experienced decreased vision due to opacification of the posterior half of the optic. The opacity of the iol optic involved the entire posterior half, appearing like a haze with a clear demarcation from the anterior clear half, as if the aspheric surfaces were pasted together. As a result, the lenses had to be explanted in all 4 patients. Additional information was requested, but no further information is available. There are two medical device reports associated with this complaint. This report is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced opacification of the posterior half of the optic which caused decreased vision and hence had to explant. The opacity of the iol optic was the whole of the posterior half like a haze with a clear demarcation from the anterior clear half as if the aspheric surfaces were pasted together. Additional information was requested, but no further information is available.